Manufacturer narrative:
The explanted device was not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patients ipg was non-functional. It was noted that the patient was experiencing frequent and extended ipg charging prior to being non-functional. The patient underwent an ipg replacement procedure and was doing well postoperatively.